Manufacturer narrative:
The insulin pump failed the displacement test due to the motor encoder signal being out of phase.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 203 mg/dl at the time of the report. Troubleshooting was performed. Prior to the event, an alarm occurred on the insulin pump. The displacement test failed. Nothing further was reported.